Manufacturer narrative:
The sample was requested for investigation. Both of the qc levels were near target or clearly within range. The signals for the calibration performed on (B)(6) 2022 were as expected and are valid. The calibration and qc data did not indicate an issue. The reagent performed within specifications.

Event description:
The initial reporter stated they received a false-negative elecsys anti-hcv ii immunoassay result for one patient sample tested on a cobas e 801 analytical unit with serial number (B)(4). It was unknown if the initial result was reported outside of the laboratory. The initial result from the analyzer at 10:36 was 0.0316 coi (non-reactive). The result from the vidas analyzer was 6.9 (positive). The unit of measurement was not provided. The result from the biorad immunoblot was negative, with a non-structural protein 3 (ns3) finding of "doubt". The result from the architect was 11.43 (positive). The unit of measurement was not provided.

Manufacturer narrative:
Details regarding the biorad immunoblot result of "negative (ns3 doubt)" were requested but not provided. The sample was not provided for investigation. No further investigation was possible. Even if the elecsys result was a false negative, the specification would still be fulfilled. Single false-negative results can occur based on sensitivity. Product labeling states: "false negative results may occur due to antibody levels below the detection limit of this assay or if the patient ´s antibodies do not react with the antigens used in this test."